Manufacturer narrative:
The pacing configuration was programmed to unipolar. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead recently had a neurostimulator implanted. After the implant of the neurostimulator, numerous inappropriate ventricular tachycardia (vt) episodes were stored due to oversensed noise. Additionally, out of range pacing impedances had been observed. Device check revealed acceptable measurements in unipolar and bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
It was reported the patient does not require rv pacing and the pacing configuration was left in unipolar. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating out of range pacing impedance measurements were observed during routine device check. Additionally, noise was again observed in stored episodes. Testing in unipolar and bipolar again returned acceptable measurements and noise was unable to be recreated. No adverse patient effects were reported.